Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming, but that they could not read anything on the screen. They stated that formula had been spilled on the pump, and they could see it inside the pump screen. They stated that this resulted in a six hour delay of therapy and that they were not able to complete the feeding via gravity because the patient did not tolerate it. Mmd did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint, that the pump had been replaced, that they could not provide the pump serial number, and had no other information to provide. [ (B)(6) ].